Event description:
It was reported that the procedure was performed to treat a lesion in the lower left limb with two supera stents. Reportedly, upon deploying the first supera stent (supera 5.5x150: lot# 4021361), the stent had released too quickly at the end of deployment. During the second supera stent implantation (supera 6.5x180: lot# 4092361), difficulty was experienced at the end of the deployment in releasing the stent from the delivery system, which caused some tension until it was successfully released. The stent elongated slightly at the beginning, but the rest of the stent remained nominal. It ended up longer than expected, extending into the patient's common femoral artery, because the physician miscalculated the size of the second lesion and chose a stent larger than the lesion. A prostyle device was used after the procedure with stent placement with a 6f sheath. The knot was advanced to the vessel wall however continued bleeding ("oozing") was noticed before tightening. An additional closure material, a very thin tube, was used to further advance the knot (the patient was overweight and the physician chose not to use the knot pusher), and then pulled to lock the knot, thus achieving complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.